Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens. This product is not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 11.5mm icm115v4 implantable collamer lens, -15.50 diopter, in the patient's left eye on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to a significant reduction of endothelial cell counting or significant endothelial cell loss.